Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported she observed a patient with two very small pieces of metal in their eye. The surgeon indicated she would not remove it as she feels it is more risky to remove it than to leave it. No sample is expected. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. No sample (unspecified product) was returned for evaluation for the report of two very small pieces of metal in the patient¿s eye; therefore, the condition of the product could not be verified. The metal particles were left in the eye. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).